Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex braid and phenom 27 catheter were returned inside a biohazard bag and a shipping box. The pushwire was not returned. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were opened and frayed. ¿ testing/analysis: na ¿ conclusion: based on the returned devices, customer report of failure to open at the distal end was not confirmed as the distal and proximal ends of the braid were opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the customer report of resistance during delivery was confirmed. From the damages seen on the catheter (accordioning) and braid (fraying), it appears that high force was used. It is possible these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include severe vessel tortuosity and lack of continuous flush with heparinized saline during procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally and catheter resistance occurred in the distal section of the navien catheter and in the middle section of the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 7mm and a 6mm neck diameter. The landing zone was 4.7mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was 3mm in diameter. Dapt (dual antiplatelet treatment) was administered and the pru level met the standard. The angiographic result post procedure showed aneurysm occlusion. It was reported that during the pipeline implantation, the surgeon encountered a type IV cavernous sinus. After establishing the access, the surgeon deployed the ped and found that the tip end could not be opened. The middle and distal sections were positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The whole system was withdrawn and a short stent was selected for deployment. The deployment was successful. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter, navien 115 guide catheter and cook long sheath.

Event description:
Additional information was received reporting that it was confirmed that the stent tip could not be opened. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.